Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: foreign objects were present in the c-cover, and foreign objects were found in the nozzle. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to damage to the circuit board of the scope connector (s-connector). Additionally, the probable cause of the malfunction identified during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had vertical stripe noise during inspection for use. There were no reports of patient involvement.